Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter phone number: (B)(6). Investigation summary: the affected device was returned for evaluation in bad physical condition. The device was unpacked, and on first visual inspection it was noticed that the top encloser was broken. The accessories were attached, power cord was plugged in, and right away all led´s were blinking and the audio alarm turn on. Meaning that the membrane switch was defective, this was also confirmed by the error log. The only error that appeared was "button stuck". The customer's reported problem was confirmed, and the root cause was the broken top enclosure and defective membrane switch. A new membrane switch was attached, and this time the device was working as intended, and the temperature was stable and in the range. A cost estimate was created for this device. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the 40°c button was defective, and the housing was damaged. There was unknown patient involvement and no harm/adverse event reported.